Event description:
It was reported that patient presented for generator change procedure. During procedure it was noted that patient's body temperature was decreased, and patient was intubated. The patient was stable after procedure.

Manufacturer narrative:
The device was returned due to patient symptoms during procedure. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.